Event description:
The user facility reported a small fire in an operating room, caused by the surgical light system. The user facility reported heavy smoking and sparking.the fire alarm was pulled, and both police and fire departments were dispatched. No injuries were reported.

Manufacturer narrative:
A steris service technician inspected the equipment, and observed no evidence of spark or fire. The "smoke" was attributed to the tripped capacitor, which caused electrolyte contents to vaporize.the unit was previously damaged by a water leak in the ceiling of the facility, approximately 2 weeks prior to this event.the steris service technician replaced the power supply module (the capacitor is a component of the power supply module, and cannot be individually replaced in the field), and tested the unit for two days. The unit was found to be operational, and was returned to service.